Event description:
Adverse event(s): "no patient injury was reported" (no consequences or impact to patient). Product problem(s): "system shut down during surgery" (loss of power). The nurse reported, the system shut down during surgery. The system was rebooted and the case was completed as planned. No patient injury was reported.

Manufacturer narrative:
The company service rep examined the system and found the illumination port 2 non-conforming. The illumination module was replaced and will be sent for in-house evaluation. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4)